Manufacturer narrative:
Complaint conclusion: as reported, during a carotid artery stenting (cas) procedure, attempts to load the 6mm 180cm angioguard¿ rx emboli capture guidewire and the 7mm 180cm angioguard¿ rx emboli capture guidewire into the delivery system were unsuccessful, and during these attempts, the peal-away began to peel. The same sequence of events occurred with both devices, and both operators failed to load the device into the loading system, each operator trying with a different device. The procedure was completed using a different non-cordis device. There were no reports of patient injury. The device was not in contact with the patient. Both devices were opened in a sterile field and the device's chamber was flushed with heparinized saline using a syringe. There was no damage found on the device or its packaging prior to opening. The premature peeling started at the proximal end of the delivery sheath. The device was stored and prepped per the instructions for use (IFU). The device was not used in the patient's body. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. No difficulty was met flushing the filter introducer and deployment sheath, and saline was noted within the coil dispenser at the green deployment sheath hub. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The two proximal antimigration clips on the device were removed prior to trying to load/dock the device. The user was trained in the use of the device. Both devices were returned and evaluated under (B)(4). (B)(4). A non-sterile ¿rx/6mm basket diameter/180cm¿ unit was received in a transparent plastic bag. Returned components included the delivery sheath, capture sheath, and ecgw system inserted into the delivery sheath; other components were not returned. Visual inspection revealed a buckling condition on the delivery sheath approximately 24¿33 cm from the distal tip, and a kinked condition on the guidewire approximately 15 cm from the proximal end. No other anomalies were noted. Functional testing was not performed as critical components related to the reported event were not returned. Microscopic evaluation of the filter basket area revealed no damage to the struts or membrane walls. The product analysis did not indicate that the observed kink was related to manufacturing or design. (B)(4). A non-sterile ¿rx/7mm basket diameter/180cm¿ delivery system was received for evaluation, including the delivery sheath, capture sheath, peel-away introducer, and ecgw system inserted into the delivery sheath. The rest of the components were not returned. Visual inspection revealed a buckling condition on the delivery sheath from 27 to 35 cm from the distal tip, and the distal tip was kinked and unraveled. The filter membrane wall displayed kinking. Microscopic analysis confirmed these findings and additionally verified that the filter struts were undamaged. Functional analysis for loading difficulty could not be performed because the filter basket introducer was not returned and due to the buckling of the delivery sheath. The product analysis did not reveal evidence linking the observed damage to the manufacturing or design process. The malfunction ¿delivery system-loading (docking) difficulty¿ could not be substantiated for either device because the filter introducers were not returned for analysis, which prevented functional analysis from being performed. The malfunction ¿deployment (delivery) sheath - premature peeling (rx only)¿ was seen on both devices. The malfunction "filter basket ¿ kinked/bent" was discovered during the product evaluation of the device associated with complaint: (B)(4). The exact cause of the event cannot be found however, excessive force used while loading the filter basket into the delivery sheath may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment". Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during a carotid artery stenting (cas) procedure, attempts to load the 6mm 180cm angioguard¿ rx emboli capture guidewire and the 7mm 180cm angioguard¿ rx emboli capture guidewire into the delivery system were unsuccessful, and during these attempts, the peal-away began to peel. The same sequence of events occurred with both devices, and both operators failed to load the device into the loading system, each operator trying with a different device. The procedure was completed using a different non-cordis device. There were no reports of patient injury. The device was not in contact with the patient. Both devices were opened in a sterile field and the device's chamber was flushed with heparinized saline using a syringe. There were no damages found on the device or its packaging prior to opening. The premature peeling started at the proximal end of the delivery sheath. The device was stored and prepped in accordance with the instructions for use (IFU). The device was not used in the patient's body. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. No difficulty was encountered flushing the filter introducer and deployment sheath, and saline was noted within the coil dispenser at the green deployment sheath hub. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. The user was trained in the use of the device. The device will be returned for evaluation. Addendum: per pe findings, the distal tip of the 7mm 180cm angioguard¿ rx emboli capture guidewire is unraveled, and the filter membrane wall is kinked.